Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation a da error message displayed upon interrogation. Boston scientific technical services (ts) was contacted and discussed that this is a bit flip (temporary memory reset) in the device firmware; and will self-correct by the device. Data analysis of the device's memory was performed which found the error message occurred approximately three months earlier and had already self corrected. No adverse patient effects were reported. The device remains in service.